Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was 110 mg/dl. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2022, additional information was received that further inspection revealed that the pump touch screen was cracked and consequently the resolution of the touch screen was affected, obstructing graphics and text. H6: removed 1559 code. Added 1135 and 1408 code.